Event description:
Reference MDR# 1219856-2009-00328 for the first event involving the same pt. It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per the instructions for use; assemble one way valve and aspirate the balloon in the kit. Previously the md inserted the super arrow-flex (saf) sheath into the left femoral artery. The md could not pass the second iab through the saf sheath and as a result, the iab and saf sheath were removed as one unit. Upon removal, the md found that the shape of the sheath was distorted. A third iab was prepped and inserted without incident.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.